Event description:
During the surgical procedure, the staples deployed but did not close. It was difficult for the surgeon to open the jaws. Patient's colon was torn and seal leaked as a result. The staples were picked out of the patient and the colon was hand sewn.what was the original intended procedure?1. Laparoscopic sigmoid colectomy and low anterior resection.2. Laparoscopic mobilization of splenic flexure.3. Laparoscopic lysis of adhesions x30 minutes.4. Abdominal and pelvic lavage.device #1is this a laboratory device or laboratory test?no.